Event description:
Customer reportedly obtained results of 276 mg/dl and 59 mg/dl on the aviva system within 10 minutes. Customer ate in response to 59 mg/dl. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.